Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance was observed on the right ventricular lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Final analysis found the complete lead was returned. Visual and x-ray inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
Correction: section d4 - the serial number should have been (B)(6), rather than (B)(6).